Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), salpingitis ("postoperative showed both fallopian tubes covered in blisters likely from an allergic reaction to nickel/severe blistering and inflammation of reproductive organs") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation at the time of the essure implant" on (B)(6)2014. The patient's previously administered products included for prevent pregnancy: mirena from 2011 to 2012 and mirena from 2005 to 2010. Concurrent conditions included allergic rhinitis, restless leg syndrome, obstructive sleep apnea syndrome and adhd. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), scar ("scarring: permanent scarring on face, neck, chest, arms, breasts and ears from allergic reaction"), vaginal discharge ("vaginal discharge") and pain ("constant pain from allergic reaction/all over body"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("heavy menses/abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and endometriosis ("endometriosis"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy post essure/allergic reaction to nickel") with rash and blister. In (B)(6) 2015, the patient experienced dermatitis ("dermatitis"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy with removal of essure) and surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, arthralgia, abdominal pain, back pain, menorrhagia, abdominal pain lower, fatigue and allergy to metals had resolved and the salpingitis, vaginal haemorrhage, dermatitis, scar, endometriosis, vaginal discharge and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, dermatitis, endometriosis, fatigue, menorrhagia, pain, pelvic pain, salpingitis, scar, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion ¿concerning the injuries reported in this case, the following one was described in patients medical record: abnormal bleeding (vaginal/ menorrhagia)." Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case is medically confirmed. Reporter information was added. This case concerns 31 year old patient. Her demographic was updated. Her historical medication and concurrent conditions were added. Lab data was added. Essure indication was amended. Per plaintiff fact sheet following events: ablation at the time of the essure implant; abnormal bleeding (vaginal), dermatitis; scarring: permanent scarring on face, neck, chest, arms, breasts and ears from allergic reaction; endometriosis; vaginal discharge and constant pain from allergic reaction/all over body were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), salpingitis ("postoperative showed both fallopian tubes covered in blisters likely from an allergic reaction to nickel") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("heavy menses"), abdominal pain lower ("severe cramping"), fatigue ("fatigue") and allergy to metals ("nickel allergy post essure/allergic reaction to nickel") with rash and blister. The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy with removal of essure) and surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy with removal of essure). Essure was removed on (B)(6). At the time of the report, the pelvic pain, uterine haemorrhage, arthralgia, abdominal pain, back pain, menorrhagia, abdominal pain lower, fatigue and allergy to metals had resolved and the salpingitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, fatigue, menorrhagia, pelvic pain, salpingitis and uterine haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.